Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached four smart coils in the target vessel using a non-penumbra balloon catheter. After deploying and detaching the coils, the physician noticed that a loop of one smart coil was protruding down into the ica. There was no report of an adverse effect to the patient.